Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated. It was reported malposition of the device. The balloon was explanted and replaced. No additional information was reported.